Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to perform a pump reset, after which the error did not occur again, and the sensor session was successfully started.